Event description:
Reported issue:in response to a patient in category 1 cardiac arrest an ez-io 15ga needle was inserted. In the left proximal tibia. Attempts to unscrew the stylet from the needle was unsuccessful and an IV was quickly inserted in the patient instead. The patient is deceased; the patient did not respond to resuscitation attempt. There was no delay in administering resuscitation drugs and no additional complications or injury.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Manufacturer narrative:
Qn#(B)(4). An inspection could not be conducted since the sample was not returned. For products manufactured by a third-party supplier, a review of the certificate of compliance is considered equivalent and can be performed in lieu of a DHR review. A review of the certificate of compliance was performed with no findings available. The IFU provided with this kit was reviewed as part of this complaint investigation. The IFU states, "squeeze trigger and apply gentle, steady pressure. Important: do not use excessive force. Advance ez-io needle set and release trigger. Contraindications for use: (1) fracture in target bone. (2) previous, significant orthopedic procedure at the site, prosthetic limb or joint". Corrective action is not required at this time as the probable cause could not be determined based upon the information provided and without a sample. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Reported issue:in response to a patient in category 1 cardiac arrest an ez-io 15ga needle was inserted. In the left proximal tibia. Attempts to unscrew the stylet from the needle was unsuccessful and an IV was quickly inserted in the patient instead. The patient is deceased; the patient did not respond to resuscitation attempt. There was no delay in administering resuscitation drugs and no additional complications or injury.